Event description:
Surgeon reports lens was replaced due to line/crease in optic. He states that he believes this lens has malfunctioned but he also reports that the line/crease may be related to lens forceps on the surface of the iol.

Manufacturer narrative:
The returned lens had evidence of deep scratches on the optical surface which may relate to the report of a line/crease in optic. A lens in this condition would not have passed cosmetic inspection procedures. This report was mailed in to FDA on: 04/02/1998. Number of persons affected = 1.